Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the communicator had burnt out due to electrical issue at patient home. Boston scientific technical services (ts) requested communicator replacement. No additional adverse patient effects reported. The communicator will be returned.